Event description:
Unomedical reference number (B)(4). Event occurred in the france. It was reported that there was detachment from the tubing cannula side. The patient experienced hyperglycemia throughout the morning despite receiving a corrective bolus. The tubing was subsequently cut off. The event date reported as (B)(6) 2023. No further information available.